Event description:
The pt was admitted for a procedure in 2008 with a moderately calcified lesion in the distal superficial femoral artery. It was noted that during the procedure, two outback re-entry catheters were used in the pt and the needle would not retract at all. Due to this, the physician had to use a third outback catheter and while attempting to cross the horn, during a contralateral approach, the nose cone broke and was hanging by a small piece. The catheter was retrieved without any difficulties. There was no pt injury reported.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2008-01819. The complaint received states that three outback ltd re-entry catheters malfunctioned during an interventional procedure to a cto (chronic total occlusion) located in the mid-sfa (superficial femoral artery). The patient was male of unknown age and medical history. The target lesion was the mid-sfa described as moderately calcified with 100% stenosis. Two unidentified outback ltd catheters were each successfully tracked, from a contralateral approach, into the target area using a stabilizer plus wire, which is a recommended wire. Both catheters actuated without difficulty, however, both devices failed to retract the needle. A third outback ltd catheter was inserted, using a contralateral approach and while attempting to cross the horn, the nose cone fractured and was dangling. The catheter was retrieved without any difficulties, and no portion was retained within the patient. There were no reported injuries for the patient. On the first two catheters that were used, no sterile lot numbers were available; therefore, a device history record (DHR) could be performed. A device history record review was performed on the third catheter and it showed that this lot of products met all requirements per the applicable manufacturing quality plan. Extended DHR review was performed for outer shaft & nosecone subassembly lot numbers 13395305, 13385457, 13385459, 13395308, 13382303 and no anomalies were found. The three devices were unavailable for analysis; therefore, the reported complaint of retraction difficulty was not confirmed. However, the failure mode has been identified in the outback catheter family, possibly relating to manufacturing issues. Dpra has been opened to address the issue of root cause for this failure mode in the outback catheter family.